Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney.

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges that the patient suffers from large amounts of toxic amounts of cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, inflammation, limited mobility, and weakness. Doi: (B)(6) 2007 - dor: none reported; (left hip). Patient is a resident of (B)(6). Update: 12/5/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Update ad 25 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. There are no new allegations reported. Added stem for elevated metal ions. Updated lawyer and law firm. Doi: (B)(4) 2007; dor: none reported; (left hip).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.